Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon occluded retrograde transvenous obliteration intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the mildly calcified gastric varix. The 7/2/65 occlusion balloon catheter was advanced and positioned in a gastro renal shunt. As soon as inflation began at approximately 0.3 cc, a balloon rupture occurred. The 7/2/65 occlusion balloon catheter was removed intact. The procedure was completed with a 11.5 occlusion balloon. At an unspecified time the patient was noted to be "unstable for a while but got stabilized." The actions taken to stabilize the patient are unknown. No additional patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a balloon occluded retrograde transvenous obliteration intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the mildly calcified gastric varix. The 7/2/65 occlusion balloon catheter was advanced and positioned in a gastro renal shunt. As soon as inflation began at approximately 0.3 cc, a balloon rupture occurred. The 7/2/65 occlusion balloon catheter was removed intact. The procedure was completed with a 11.5 occlusion balloon. At an unspecified time the patient was noted to be "unstable for a while but got stabilized." The actions taken to stabilize the patient are unknown. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the balloon was found to be burst in the mid-section. Both proximal and distal balloon bonds were examined and were within device specification. The catheter shaft was inspected for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).